Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspected that the patient had urethral thinning under the cuff resulting in the incontinence and the exiting position of the cuff may erode into the urethra. The cuff was explanted, and a new cuff was repositioned. There were no additional patient complications.